Event description:
It was reported that the procedure was to treat a chronic total occlusion (cto) of the left anterior descending artery (lad) and severe stenosis of the proximal left circumflex (lcx). The lcx stenosis was successfully treated with a non-abbott drug eluting stent and revascularization of the lad-cto was attempted by a hybrid antegrade-retrograde approach. Successful recanalization of the lad was achieved by means of a hydrophilic high torque progress 80 guide wire supported by a non-abbott microcatheter. Pre-dilatation with an unspecified 2.0x20mm balloon was performed and a 3.0x28mm absorb bioabsorbable vascular scaffold (bvs) was deployed at 14 atmospheres. Angiography revealed a coronary perforation. An unspecified jostent graftmaster covered stent was advanced for treatment; however, failed to cross; therefore, a non-abbott mesh stent was implanted. Balloon inflation at the perforation site stopped the bleeding and hemodynamic stability was restored after emergent pericardiocentesis. The perforation was sealed and the patient was transferred to the coronary care unit. Optical coherence tomography showed overlap of the absorb stent and covered stent. In summary, coronary perforation is a complication that can occur during bvs implantation in ctos that can be optimally treated by delivery of a covered stent to the perforation site. Details are listed in the attached article, titled "optical coherence tomography imaging after successful percutaneous coronary intervention treatment of coronary perforation following bioabsorbable vascular scaffold implantation: consecutive ping-pong and child-in-mother techniques".

Manufacturer narrative:
Event date: date has been estimated. Implant date has been estimated. The device was not returned for analysis. A review of the electronic lot history record (elhr) for this product was not performed because the lot number was not reported and the product was not returned for analysis. The reported patient effect of perforation, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment. Article titled ¿optical coherence tomography imaging after successful percutaneous coronary intervention treatment of coronary perforation following bioabsorbable vascular scaffold implantation: consecutive ping-pong and child-in-mother techniques¿ the graftmaster is being filed under a separate medwatch report number.